Event description:
A report was received that the 110-4bt intracranial pressure and temperature monitoring catheter was implanted during (B)(6) 2015. At that time the pressure readings were not a problem. But after that the measuring temperature on the display was dropped from 35 to 15 degrees. There was no patient injury or death alleged and the catheter had been zeroed at the point of insertion. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the catheter met functional requirements in accordance with q00102. The catheter was connected to test monitor mpm-1 (c1999, cal due 05-apr-2017); the catheter distal end was immersed 5cm under the controlled water chamber and the calibrated thermometer (ref. C1460, cal due 02-06-2017); the monitor displayed icp= 6mmhg and ict= 37.4c and thermocouple c1460 read 37.27c. The distal end left in the water chamber for 5 hours, ict reading solidly read 37.27c. The customer returned catheter serial number (B)(4); it belonged to lot 305000276525, manufactured on 27 jun 2013, expired on 30-apr-2016. A review of lot 305000276525 met requirements before released to finished goods. Complaint history, model 110-4xxx, from jul-2015 through jun-2016 reviewed; there were 36 other complaints that issued with complaint code perf023, and five of them were confirmed. The number of units, model 110-4xxx, (B)(4) jun-2015 through may-2016 divided by the number of confirmed reports (05) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the root cause of this issue could not be determined because the customer complaint could not be replicated.